Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a mildly tortuous, mildly calcified, mid, right coronary artery (rca) stenting procedure, after pre- dilatation, as a protective cover was removed from a xience v stent prior to use in the anatomy, the stent was found broken 'separated' near the delivery shaft. The xience v stent delivery system was set aside and another xience v sds was used successfully for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.